Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 8nbw7a. However, transmitter with serial number 8nbw7p was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and signal loss over 1 hour was found for serial number 8nbw7p within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable. No injury or medical intervention was reported.